Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2016 due to oversensing without pacing inhibition and high pacing impedance greater than 2000 ohms. Noise was also noted due to electromagnetic interference with oversensing. The physician elected to replace and cap the affected lead. No visual evidence of lead malfunction. However, external lead testing confirms possible bipolar conductor fracture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).